Manufacturer narrative:
Further information has been requested but no response.

Event description:
It was reported that the patient presented for a lead explant procedure. During examination of lead, it was noted that the left ventricular lead was dislodged. Physician explanted and replaced the lead on (B)(6) 2016.

Manufacturer narrative:
Analysis was normal. No anomalies were found.